Event description:
New information received on (B)(6) 2018 indicates that the patient's right ventricular lead was removed and replaced due to the high capture thresholds. The patient's right atrial lead was also removed and replaced due to lead noise. The noise was first noted via remote transmission.there were no complications and/or patient adverse events.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon review, the right ventricular lead exhibited elevated capture thresholds. No other electrical anomalies were noted. There are no plans for intervention at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found.